Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
According to complainant report. A (B)(6) female was requiring right knee replacement surgery. The patient had an acute deep venous thrombosis requiring filter placement prior to surgery. A gunther tulip retrievable vena cava filter was inserted on (B)(6) 2013, via the right internal jugular vein. Through the anesthetized skin approach, a 21-gauge micropuncture needle was directed into the tight internal jugular vein. The needle was replaced over a wire for a 5 french micropuncture sheath. A 0.035 wire was then directed through the sheath into the inferior vena cava using fluoroscopic visualization. The filter sheath was then directed over the wire with the catheter tip positioned in the right common iliac vein, a cavogram was performed. The gunther-tulip filter was then placed through the sheath. Under direct fluoroscopic visualization, the ivc filter was deployed in an infrarenal position. The initial filter deployment showed some tilt and the tip appeared to be against the caval wall. The filter was then retrieved using a 25mm gooseneck snare. A second filter was deployed through the sheath. This showed negligible tilt. The delivery sheath was then removed from the right internal jugular vein and manual pressure held until hemostasis was obtained. A dry sterile dressing was applied. There were no immediate complications. Post procedure fluoroscopy demonstrated the filter deployment to be at the inferior endplate of l2. The patient expired on (B)(6) 2013.